Event description:
During biomed testing the device charged and discharged appropriately two times; however, on the third attempt to charge energy, the device failed to charge. There was no pt involvement in the reported malfunction.